Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter was testing in settings mode when attempting to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged meter issue first began on (B)(6) 2017. The patient manages her diabetes with insulin (self-adjuster) and reported that she has participated in exercise for the last 5 years. The patient reported that on the morning of (B)(6) 2017 she developed the symptoms of dizziness and blurry vision. The patient denied receiving ny treatment. At the time of troubleshooting the cca noted that it was the first time the meter was being used. After educating the patient on the correct testing procedure the issue was resolved. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.